Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the reason for call was the patient called to inquire about MRI compatibility. Patient services specialist (ps) reviewed MRI guidelines with the patient and the patient said that they don't think their stimulator works anymore. Ps asked if they meant that it doesn't work due to therapy symptoms or due to age of implant and the patient said due to age of implant, but later in the second call the patient said in the past year they fell and fractured their sacrum and it caused them to have problems with their bladder and they no longer felt stimulation, so they thought it didn't work anymore. Helped patient connect to their ins and when the patient connected they saw an eos message. Redirected to their healthcare provider (hcp) to talk about additional imaging options due to MRI guidelines with a depleted ins. The patient called, thought that someone from the manufacturer called them. Reviewed MRI guidelines and eos message. The patient said that they have notified physician's office that is prescribing the MRI of the situation. The pt said they have a new urologist, however doesn't know if they are familiar with the implanted system. Provided nas phone number to provide to new urologist if needed.